Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that in the sterile packaging of the device debris was found while device was still at warehouse.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed that there was debris inside the sterile packaging. DHR was reviewed and no discrepancies relevant to the reported event were found. The product likely left zimmer biomet control non-conforming. The root cause of the reported event can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.